Event description:
A report was received that a patient's ipg had difficulty holding a charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well post-operatively. The complaint of premature battery depletion has been confirmed. The analog integrated circuit (ic)- u1 was damaged. The battery depletion rate exceeds the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signals that can damage the aic-u1, reference (B)(4). The use of electrocautery during the pocket revision resulted in the reported complaint.

Event description:
A report was received that a patient's ipg had difficulty holding a charge. The patient had a previous revision (MFR report #: 3006630150-2014-00060) wherein electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a battery replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).